Event description:
The customer reported that an 840 ventilator stopped cycling. No pt involvement. Covidien tech support engineer (tse) troubleshot this issue with customer over the phone and suggested replacing the analog interface (ai) pcb. Covidien was not authorized to service the device.